Event description:
It was reported by the customer that a bd pyxis¿ es server scheduled report kept failing, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the simple mail transfer protocol did not configure as intended. A technical support specialist configured and restarted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.